Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk.

Event description:
Customer reported that she had high blood glucose due to her insulin pump is alarming and the drive support cap is loose. Nothing further was reported.